Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged of having allergies and nasal/throat irritation or soreness. Also alleged of thyroid cancer. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice /recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to sound abatement foam that became degraded and caused the patient to have nasal/throat irritation or soreness and thyroid cancer. This event is assessed as not related to the device in this case. Based on the available information, the manufacture concludes no further action is necessary. There was no medical intervention required by the patient. The device was returned to the manufacturer's quality product investigation laboratory for investigation. An external and internal visual inspection of the device was completed by the manufacturer. The manufacturer found unknown white debris consistent with dust found in filter inlet, on top of blower, and on inside of bottom of device. There is no visible damage or functionality failures of the device, which still suggests that the source of contamination was external to the device. Manufacturer verified airflow, power supply and power cord. The device's event logs were downloaded and reviewed. No errors found. The manufacturer concludes there was no evidence of sound abatement foam degradation/breakdown was observed in this device. Section d9, g3 and h6 has been updated in this report.